Manufacturer narrative:
As of this report, the sample device has not been returned for evaluation.

Event description:
Patient's mother reported that her child used three tubes that did not evenly inflate and started to leak within two weeks. Mother attributes the child's losing of five pounds to the problems with the tubes. The child had to go to the doctor three times in one week for irritation to the stoma. Topical ointments were prescribed. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.